Event description:
While compounding IV bags in the IV room, the tech noticed that one of the sterile syringes (straight from the packaging) had on the inside of the barrel what looked like mold growth. The syringe was not used. Suspected lot number was either 3350231 or 3350191.